Event description:
Product returned to medtronic for analysis - reported in medtronic database. Medtronic product issue number: 0607167880. Implanted on (B)(6) 2018; explanted on (B)(6) 2024 (end of life; normal battery depletion) ir report indicates battery low. Patient experienced normal end of battery life; product explanted and replaced with new ipg. No further action to be taken.